Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with calcified patient anatomy or friable femoral vessel due to circumstances of the procedure. The patient effects of hemorrhage, hematoma, anemia and perforation of vessels are listed in the electronic proglide instructions for use as potential adverse events associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: the reported malfunction occurred with three proglide devices. Two devices failed in the rcfa and one device failed at the lcfa. The femostop ii plus device was used without issue, but it didn't stop the bleeding. Hemostasis was achieved with a covered stent at both access sites. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a bilateral arteriotomy closure of the severely calcified left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device wasn't anchored properly due to excessive femoral calcium [malposition of suture]. This occurred with two proglide devices. One device failed at each access site. This resulted in bleeding and a hematoma formed, requiring a femostop device and a blood transfusion. Furthermore, the patient also had a perforation in the superficial femoral artery, which required a covered stent. Lastly, the patient also experienced anemia, which required medication. The sheath was upsized to a 14f sheath in the rcfa and the tavi procedure was completed. Hemostasis was achieved with the femostop device in the lcfa and manual compression in the rcfa. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.